Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The spare cv-150 did not lighted up after replacing the halogen lamp of the spare cv-150 with the device. Omsc confirmed the device, there was rust on the terminals of the device. The root cause has not been conclusively determined. Omsc surmised that the reported phenomenon was occurred due to rust has occurred on the terminals of the device by some cause.

Event description:
During preparation for using the otv-si, the device (halogen lamp md-151) of the otv-si went off after being used for 2-3 days. Other detailed information was not provided. There was no report of patient injury associated with the event.